Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion 8-9 cm from the terminal pin, which exposed the conductors. This type of damage is consistent with lead-on-lead contact. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that during the upgrade procedure to replace the pg, it was observed that the right atrial (ra), lead had visible damage to the insulation. Additional information received from the field, indicated that the physician observed the damage while detaching the ra lead from the old pg during the replacement. It was also indicated that there were no known issues with the ra lead while implanted. Sensing values were always normal, including normal impedance measurements. Additional information: this report has been updated to include final analysis results.

Event description:
It was reported that during the upgrade procedure to replace the pg, it was observed that the right atrial (ra), lead had visible damage to the insulation. Additional information received from the field, indicated that the physician observed the damage while detaching the ra lead from the old pg during the replacement. It was also indicated that there were no known issues with the ra lead while implanted. Sensing values were always normal, including normal impedance measurements. The lead is expected for return.